Event description:
During a surgery for prolapse and hemorrhoids, the surgeon attempted to do a pph but the device misfired. It looked like it fired a staple line around 3/4 of the anal canal, but did not excise any hemorrhoidal tissue. In doing this it created a separation of the mucosa proximal to the misfired stapling device. It did not excise the hemorrhoidal tissue, but some of the mucosa, maybe some of the submucosa proximal to where the staples fired. Nothing was stapled anteriorly, but there was a defect as well anteriorly, so it was 360 degrees around. Required repair of the 360-degree rectal laceration.